Event description:
During a coronary drug eluting stenting treatment procedure stent damage was noticed. The physician tried to implant a 3.0x12mm taxus express2 drug eluting stent into a 3.0mm diameter vessel but the stent would not proceed. When the stent catheter was removed it was noticed that there was a slight increase to the proximal edge of the stent. The procedure was completed with another taxus express2 stent of the same size. There were no pt complications.